Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to intermittently press the wake button multiple times before the display turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.